Event description:
The pt is a (B)(6) caucasian female diagnosed with (B)(4) non-small cell lung cancer of the right lung who signed consent on (B)(6) 2009, to participate in the study titled "(B)(4)" and registered with the FDA under (B)(4) 4d localization sys. The pt's tumor was located at the periphery of the right lung, almost pleural based. The pt had the beacon transponders and fiducial markers implanted on the morning of (B)(6) 2009, for targeted radiation as part of the above-referenced clinical trial. She developed a grade 4 right pneumothorax on (B)(6) 2009, following the implantation, and was subsequently admitted to (B)(6). The pneumothorax had since resolved and the pt was discharged on (B)(6) 2009. The principal investigator believes this event was not related to the beacon itself, but to the procedure as pneumothorax is a possible complication of implantation of any marker in the lung using fibrotic bronchoscopy, particularly in pts with really peripheral lung lesions.